Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to unable to perform function( clog) as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that no blood pull occurred during use with a bd vacutainer® luer-lok¿ access device holder. The following information was provided by the initial reporter, "customer stated that they were trying to draw blood through a catheter 24 guage using a llad and no blood drew into the tube. They tried another tube with no success. The tubes that they are using are not bd tubes but come in a kit that they purchase for prf. She stated that she has used device before with no issues. She states she did get a flash when inserting the IV."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no blood pull occurred during use with a bd vacutainer® luer-lok¿ access device holder. The following information was provided by the initial reporter, "customer stated that they were trying to draw blood through a catheter 24 gauge using a llad and no blood drew into the tube. They tried another tube with no success. The tubes that they are using are not bd tubes but come in a kit that they purchase for prf. She stated that she has used device before with no issues. She states she did get a flash when inserting the IV."